Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result, above the ami cut off, generated by the access 2 immunoassay system for one patient sample. The result was reported out of the lab and was questioned as not matching the patient's clinical presentation. Repeat testing on the same instrument resulted within the normal reference range. A corrected report was sent. Customer was not made aware of any injury or change in treatment associated with this event.

Manufacturer narrative:
Sample was collected in a 4ml green top heparin plasma tube. The specimen was centrifuged at 3,800rpm for 10 minutes. Per customer, there was no visible fibrin. Customer runs two qc levels once every 24 hours and stated that qc has been recovering within established ranges. A system check run on (B)(6) 2010 passed all specifications. A field service engineer (fse) was dispatched: the fse replaced some parts, cleaned hardware components, and checked all alignments, temperature and voltages. The fse rebuilt precision pump and wash pump. The fse performed a diagnostic test and ran a 50 test precision on low level qc. Results meet published performance specifications. Hardware may have contributed to this event; however, a clear root cause has not been determined for this event.